Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was address by a manual insulin injection.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.